Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of peritonitis and diarrhea in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient had diarrhea which caused peritonitis. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection (inj). Neomycin (50mg, ip (alternative bag), and frequency not reported), inj. Targocid (400mg, ip (alternate bag), and frequency not reported), inj. Magnex (1gm, IV, and od), and inj. Lacranite (1gm, IV, and bd) for peritonitis. The outcome of this peritonitis event was unknown.